Event description:
It was reported that this pacemaker patient experienced a syncopal episode and fell. The device was checked and no issue were noted. The right ventricular (rv) lead sensitivity was reprogrammed from 0.6 mv to 1.0 mv. In addition, the patient was admitted to the hospital. Subsequently, the physician observed pacing inhibition for two to three seconds on telemetry. Then the rv lead sensitivity was reprogrammed to 4.0 mv. This pacemaker and rv lead remain in service. No additional adverse patient effects were reported.